Manufacturer narrative:
Down arrow button did not respond due to flattened button dome switch. Pump received with minor scratched display window, cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the down arrow button was unresponsive on the insulin pump when attempting to enter the carbohydrates. Customer's blood glucose was 362 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.